Event description:
It was reported that the patient experienced high blood glucose event of 550 mg/dl and high blood glucose has been last for greater than 4 hours due to this patient was hospitalized for greater than 24 hours. It was treated by IV insulin drip due to bent cannula at abdomen site on (B)(6)2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325-1219 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380